Event description:
It was reported to philips that the system does not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analysed the system remotely and identified the system did not boot up. After reviewing the log, rse found malfunction on flex viewing-pc. Upon troubleshooting, rse found the flex¿s pot pc was having issues with a suspected defective power supply. To resolve the reported issue, the hospital biomed replaced the defective flex viewing pc and reloaded the software and return the part for further analysis and it found that the motherboard is defective. After the hospital biomed replaced the defective flex viewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.